Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to measurements issues. This lead was connected to the pacing system analyzer (psa) and no good amplitude or pacing was obtained. The helix mechanism was also malfunctioning as it was coming out by itself. This procedure was concluded after a same model lead was used as a replacement. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory in two segments (severed), approximately 5.2 centimeters from the terminal end, with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical and stylet insertion testing. Laboratory analysis was unable to confirm any of the reported electrical and helix mechanism allegations, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. It should be noted that extendable/retractable helix lead could cause premature extension/retraction of helix if any torque/twist in lead body and/or accidentally handling/turning of the terminal pin.

Event description:
It was reported that this right atrial lead was unable to be implanted due to measurements issues. This lead was connected to the pacing system analyzer and no good amplitude or pacing was obtained. The helix mechanism was also malfunctioning as it was coming out by itself. This procedure was concluded after a same model lead was used as a replacement. This lead was returned for analysis. No adverse patient effects were reported.